Event description:
"It was reported that air in packaging when did the incident occur? Before use while storing the products, the packaging was squeezed, what made them notice that it really collapsed: air was leaving the package. They did a water test, and bubbles came out of the package. Same problem as pir 3031631".

Manufacturer narrative:
Investigation summary: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.